Event description:
The customer reported that the heartstart xl+ was failing the op check for ECG measurement and paddles failures. There is no indication of pt involvement.

Manufacturer narrative:
(B)(4).